Event description:
It was reported that the catheter became detached. A direxion hi flo infusion catheter was selected for use in a transarterial chemoembolization procedure in the left hepatic artery. After vascular access was gained, the catheter was placed into position and the guidewire was removed. The physician attempted to inject contrast but was unable. It was then observed that the catheter had detached from the hub. The catheter was also kinked which obstructed the inner lumen. The device was removed and replaced with a non-bsc device. The patient experienced increased radiation. The procedure was completed and no adverse patient effects occurred.

Manufacturer narrative:
Device analysis by MFR: the returned product consisted of a direxion hi flo microcatheter. Inspection revealed the outer shaft had fractured 1 mm from the strain relief, and the inner shaft was stretched and bent. When the device was not under the microscope and was visually inspected, the damaged shaft area appeared to be a kink. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that the catheter became detached. A direxion hi flo infusion catheter was selected for use in a transarterial chemoembolization procedure in the left hepatic artery. After vascular access was gained, the catheter was placed into position and the guidewire was removed. The physician attempted to inject contrast but was unable. It was then observed that the catheter had detached from the hub. The catheter was also kinked which obstructed the inner lumen. The device was removed and replaced with a non-bsc device. The patient experienced increased radiation. The procedure was completed and no adverse patient effects occurred.